Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was observed that the left ventricular lead exhibited a failure to capture as well as a high impedance. The device was reprogrammed. The patient reported no symptoms prior, during and after reprogramming.